Manufacturer narrative:
Product analysis: at analysis it was observed that the generator was not turning on and this was attributed to a battery issue. It was additionally noted that both bail covers and the battery drawer were broken and that one bail attachment, the ring cover and the ring attachment were missing. All were replaced and the device was calibrated and tested on the target tester and it passed. It was pronounced that the device was working okay. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.